Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a system failure. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluated, visual inspection performed and found tamper seal removed/broken: both broken and missing plunger case seal. Chipped top case corners. Bottom case tabs and gasket damaged. Size pot contaminated. The reported issue was not duplicated, cannot duplicate 'pump motor drive off post'. Battery was at 10% and values were in spec. The cause of the reported used was due to, user error, customer depleted the battery. Replaced battery as a preventative measure, it was 10 years old.product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.